Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received stating low amplitude measurements and undersensing were also observed with this system. A revision procedure was performed due to the reported clinical observations and device migration had occurred due to this patient's weight loss. The device was explanted and replaced. The associated electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system experienced noise which was oversensed causing an inappropriate shock. The shock occurred while the patient had been sleeping. A second shock was reported on a separate occasion while the patient was sleeping. A boston scientific technical services consultant documented and discussed troubleshooting options with the caller. It was noted that this patient has lost approximately fifty pounds. No adverse patient effects were reported.